Event description:
Customer states the patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 6.1 inr. Patient's coumadin was held for three days based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.